Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, concomitant med prod data additional information: age at time of event, age unit, date of birth, unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the reported incident of a channel error was confirmed through review of the logs but was not replicated during device testing. The ¿as-received¿ devices were connected as reported in the logs and a 2-hour long infusion was programmed at a rate of 500 ml/hr and a vtbi of 1000 ml. The suspect devices were monitored during the infusion; no malfunctions or pressure sensor failure alarms were observed throughout the duration of the test. Pump modules sn (B)(6) were found to have the patient side sensors out of specification for their zero-offset voltage. Pump module sn (B)(6) had both sensors out of specification. The out of specification pressure sensors are not believed to have been a contributing factor for the channel error issue as it would not induce channel error code 241.4140. Pump module sn (B)(6) failed the test under load as the voltage value did not return to zero-load when pressure was not applied on the sensor. This is indicative of an error code 240.4150 (sensor broken high failure) and not related to the reported channel error 240.4140. The out of spec pressure sensors were temporarily replaced with known-good dchu sensors for testing purposes. The asm analog sensor test was performed once more, and all pumps were within specification. A review of the pcu error logs showed the error code 241.4140.0 (pump_patient_pressure_ss, sensor broken_low_failure) occurring on 18jun2025 between 12:57 am and 1:06 am, on three (3) pcus: sn (B)(6); of which, a total of four (4) pump modules were affected: (B)(6). The remaining reported suspect pump modules (B)(6) did not show errors occurring on the date of the incident; however the error did show up on pump module sn (B)(6) occurring around the same date and time as pump module sn (B)(6). The events occurring before the channel malfunctions for each of the pump modules were also analyzed and no alarms or malfunctions occurred before the 241.4140.0 channel error alarms. Root cause the root cause of the reported issue, in which the pump modules displayed an error and stopped infusing, was identified as channel error code 240.4140.0 (sensor broken low failure). The root cause for the channel error 241.4140.0 was not identified. Extensive testing and inspection found no existing malfunctions with any of the pump modules involved with the channel error. The physical position/orientation of the infusion system, tubing, and patient are unknown variables that are possible contributing factors to the occurrence of this error. ¿ to ensure essential performance, the pump module is designed to detect and alarm for conditions adverse to safe administration of fluids. This is accomplished by measuring for proper administration set loading (free-flow detection, pressure (occlusion detection) and air-in-line detection. ¿ the directions for use (dfu) instructs and cautions to ensure the pump module is as close to level of the patient¿s heart (aligned with the pump module channel off key). ¿ the alaris system software design samples the pressure sensor voltage level during operation and voltages found to breach design limits will produce events of occlusion (patient or bottle side) or a channel error which stops the infusion. ¿ the low voltage patient side channel error was simultaneously detected between five (5) different pump modules on four (4) different infusion systems. The channel error occurred from detection of having breached a low voltage limit sensed for a duration of at least one (1) second. Note that this report lists imdrf annex a04052, a1801, g02017, g04088, c0601, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported during an infusion of inotropic medications in the cvicu, the channel with d5w push line had a channel error alarm and stopped working. This is same for the epinephrine channel. Patient became hypotensive (70/40). Infusion changed to new channel and new brain. Inotrope increased to maintain map> 50. Within 5 minutes of the first incident, all IV channels infusing inotropes (epinephrine, norepinephrine, milrinone and d5w push line) had error channel alarm and stopped infusing. Patient became hypotensive, all infusions removed from defective channel and brain. Hypotensive at 65/40. Infusions restarted in new channel and brain and plugged directly into wall not IV pole plug set up. Patient hypotension resolved with increase rates of inotropes.

Event description:
It was reported that patient was programmed with inotropic medications in the cvicu. The channel with d5w push line had channel error alarm and stopped working. This is same for the epinephrine channel. Patient became hypotensive (70/40). Infusion changed to new channel and new brain. Inotrope increased to maintain map> 50. Within 5 minutes of the first incident, all IV channels infusing inotropes (epinephrine, norepinephrine, milrinone and d5w push line) had error channel alarm and stopped infusing. Patient became hypotensive, all infusions removed from defective channel and brain. Hypotensive at 65/40. Infusions restarted in new channel and brain and plugged directly into wall not IV pole plug set up. Patient hypotension resolved with increase rates of inotropes.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.